Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported a performance decrement and pain with, and without, stimulation. Additionally, there was evidence of inflammation at the implant site. The patient was hospitalized (date unknown) and treated with oral antibiotics. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.